Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed. The evaluation found the feet of the top cover front panel, the bottom chassis and the front chassis need to be replaced due to corrosion, the scope socket was worn out causing a loose connection with the scope, and a software upgrade was needed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center's picture button on the front panel was loose and when the serial digital interface cord moved a certain way the image would be lost. The issue was found during a diagnostic ultrasound endoscopy. The procedure was completed. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be identified. However, it is likely that the picture and picture button on the front moves around and they lose the image during in some cases due to effect of failure due to several issues. Olympus will continue to monitor field performance for this device.